Event description:
It was reported that the t:slim x2 pump could not be charged, and the pump screen remained dark and unresponsive. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer tried several troubleshooting steps, including using different charging cables and adapters, without success. Customer technical support arranged to send a replacement pump with updated software and provided instructions for handling the malfunctioning pump, including its return to tandem. The customer was informed that training would be available and acknowledged the steps required upon receiving the new pump.